Event description:
Doctor reported that customer was hospitalized due to high bgs. Md requested the pump to be check out. Troubleshooting performed and pump appeared to be functioning as designed. Instructed customer to change set and inject as per md.